Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a missing segment on top level display: middle led, top left segment. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have one led segment on the upper middle led digits display which did not illuminate. The failure was isolated to a component of the system board. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues related to this reported event.,